Manufacturer narrative:
Other applicable components are: product ID 3889-41 lot# va1alvu serial# implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient felt that their device had moved and that it feel like it is "going to come through her skin." Additionally, the patient felt that their scares were going to split open and they could almost feel the wire in the scar. According to the caller the patient had felt the pain since about 2 weeks prior, but the pain had gotten worse in the last week. In the last couple days the patient having a "shock" in the last couple of days near the pudendal nerve. The patient moves around and gets a jolt and would like the system taken out. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.